Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-mar-07 (B)(4)(rep,hcp): information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine(10 mg/ml, 3.5 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and chronic low back pain. Additional information was received from a consumer. It was reported that the patient had health problems since the pump was implanted (see pe (B)(6)- lack of effect) including getting really sick, nauseous, and pain that "would escalate beyond." The catheter had been granulated, and she was not getting any medicine. The hcp had to keep increasing the medicine, and she was not getting anything. She had a myelogram that showed the pump was broken/catheter granulated. She never uses the ptm and it may have been lost. The patient was scheduled for a replacement, but she did not want to have it replaced, since it did not help. There were no further complications reported at this time.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the catheter was completely explanted and discarded; it would not be returned. The patient had an inflammatory mass. An environmental factor that may have led or contributed to the issue was reported as possible high concentration from the original implant. A new catheter was placed below at a different level. The issue was resolved and the patient status was "alive - no injury" at the time of this report. Additional information was received from the healthcare professional. It was reported that the catheter was not shrinking; there was an intrathecal granuloma which resulted in a catheter replacement on (B)(6) 2018. The pump was replaced as well due to eol (end of life). A rep (manufacturer representative) was present at the surgery. The patient had pain following the surgery and after she went home from the surgery, she went straight to the ER (emergency room) for the pain. Dr. (B)(6) ordered percocet for the pain. The patient came in (B)(6) 2018 and they adjusted her pump. She wanted a greater dose; they explained they needed to titrate the dose up.

Manufacturer narrative:
The main component of the system and other applicable components included: product ID: 8709sc, lot# h819081201, implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine(10 mg/ml, 3.5 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and chronic low back pain. It was reported that patient was in pain. It was unknown if any environmental/external/patient factors that might have led or contributed to the issue. The hcp attempted dye study and could not aspirate 2 mls. The hcp aborted the aspiration and sent the patient for CT (computed tomography) myelogram. The hcp got expected reservoir volume at refill. The event date was (B)(6) 2018. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.